Manufacturer narrative:
Correction: the patient did not experience intermittencies or a loss of communication with the device. The implanted device remains and the patient is receiving benefit. This report is filed (B)(4) 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.